Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was alleged that there was a slight shock from the static on the camera cord and light cord.

Manufacturer narrative:
On 1488 camera head catalog, serial number (B)(4) was returned to stryker endo for investigation; the reported failure was not confirmed. No problem during visual inspection of the camera head. S/n on the camera head is intact and legible. Evaluation: 1488 camera head serial number (B)(4) was received and on analysis and testing of the unit we did not find anything wrong with the camera head. The camera head was tested several days with different ccus, couplers, scopes, and accessories at different locations and no issues were observed or felt. Our investigation does not agree with the customer¿s complaint. Camera head was tested for proper grounding and the unit passed the both hi- pot and biotech tests. Camera head was pressure tested, also air pressure was conducted and the camera head passed the tests. Camera head was inspected by final qc and no deviations were found. Camera head conforms to specifications. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. Possible root causes could be other equipment used along with the camera head. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was alleged that there was a slight shock from the static on the camera cord and light cord.